Event description:
A physician encountered a problem during an essure micro-insert placement procedure; 1 essure micro-insert would not detach from the delivery handle; the inner coil of the micro-insert stretched out as a result and was hanging outside of the pt's uterus while the micro-insert was in the pt's fallopian tube. An attempt was made to cut the wire at the tubal ostium but this was not successful. The physician then performed a laparoscopy to remove the micro-insert.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).